Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed: expiration date, date implanted, date explanted. (B)(4).

Event description:
It was reported patient underwent a right total shoulder arthroplasty on an unknown date with competitor product. Patient underwent three revisions on unknown dates with competitor products. Subsequently, patient was revised on (B)(6) 2016 due to infection. During the procedure, the surgeon attempted to seat the implant for approximately 90 minutes using the reaming guide, but had difficulty due to scar tissue.&#2049;s a result, the surgeon removed the implant and the procedure was completed with no additional instruments.&#2049; future revision has been indicated; however, no revision procedure has been reported to date.&#842;

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.